Event description:
An elderly male in or for minimally invasive mitral valve replacement. During the first attempt of floating swan, it was noted that the swan would not pick up to pulmonary artery (pa) pressure and there was some discontinuity in pressure transduction apparatus. Anesthesia attempted to refloat swan, change scale setting and still no pa pressure was shown. A 2nd swan was opened to field, and it worked correctly, and all pressures were displayed. No patient harms. Additional time for change-out during anesthesia was minimal.